Event description:
During pci a 2.5 x 18mm cypher stent was inserted into the mid left anterior descending lesion. The stent came off the balloon in the lesion. A balloon through the undeployed stent and was inflated at 6 atm. There was no reported patient injury. This product is not available for testing and evaluation.